Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from victorian hand surgery association, (B)(6) hospital. The title of this report is ¿internal fixation of unstable fracture dislocations of the proximal interphalangeal joint¿, which was published in 2005 and is associated with leibinger screw with temporary k-wire stabilization of the proximal interphalangeal joint. Within that publication, post-operative complications/adverse events were reported, which occurred between september 1997 to december 1999. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 9 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses pain and stiffness. Two out of 4 cases.